Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis, only a picture showing a closed sample that contains a thread undyed instead of black as it should be. However, without any closed and/or defective sample a further analysis cannot be performed. Considering that no other customer complaints have been received concerning thread different color issue for this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the root-cause determined for thread different color (undyed instead of black) defect is that the dying process of the thread raw material's manufacturer was not correct. It has not been possible to determine the root cause regarding thread breakage defect because no samples have been received for analysis, only a picture showing a closed sample received. Final conclusion: considering that the picture received shows a defective sample regarding the thread color defect, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: there is a corrective action (CAPA) to correct/prevent this defect to happen.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client has reported that the thread is brittle, breaks easily and has changed colour, meaning that it does not match the specified colour. Additional information has been requested.